Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance and noise. A revision procedure was performed, where this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.